Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head shot off the handle while brushing teeth / detached brush head and screws in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on that morning he/she brushed his/her teeth with his/her oral-b rechargeable toothbrush, version unknown that he/she had already used for many years and was very satisfied with. The consumer described that all of a sudden, the brush head shot off the oral-b flexisoft or precision clean brushhead while he/she was still brushing his/her teeth. The consumer described that the result was a detached brush head and screws in his/her mouth; the consumer noted that fortunately he/she was brushing his/her front teeth and not his/her back ones. The consumer reported that he/she took the brush head out of the pack about 3 weeks ago. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she purchased a 6 or 8 pack of toothbrushes, that he/she described as just the standard brush. The consumer scratched the logo with a coin, but the logo just stayed gray. No further information was provided.